Event description:
An individual weighing under the capacity was seated in the shower chair when the chair broke. Resident is alert and oriented. No unexpected movements occurred prior to the chair malfunction.